Event description:
The customer reported that a female with chronic hemodialysis pt expired 3 hrs after terminating cvvhdf treatment on a prismaflex machine. The pt had been made a do not resuscitate (dnr) at the request of the family, so her death was not unexpected. Neither the physician nor the nurses caring for the pt believe that a prismafex machine malfunction caused or contributed to the death.